Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose on (B)(6) 2026. The patient was treated with manual bolus as manual injection or insulin pen. The patient¿s current blood glucose levels reported as 348 mg/dl.